Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the device had a loudspeaker error. It is unknown if there was coming sound from the device. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and confirmed a ¿speaker malfunction¿ inop message was displayed on the device. The rse determined the (453564673831-mx_100/x3 speaker assembly) needed to be replaced. A nemo (non engineering material only) service was agreed upon. The customer ordered a replacement speaker to resolve the issue. A good faith effort (gfe) sent confirmed an inop message ¿speaker malfunction¿ was displayed, but audio was still present on the device. Upon the new information this complaint is not a reportable event based on the information currently available. It was reported that a inop message "speaker malfunction" was displayed but audio was still present. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated. This complaint has been evaluated and has been determined to be not reportable.